Event description:
It was reported that, this right ventricular (rv) lead exhibited low pacing impedances out of range. Upon review, noise signals were exhibited two years ago. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).